Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported concomitantly injecting a patient in the zygoma ¿ ¿depo on bone¿ with 1 cc of juvéderm voluma® xc and in the chin with 1 cc of juvéderm vollure¿ xc. Eleven months later, the patient was injected in the zygoma ¿ ¿depo on bone¿ with 1 cc of juvéderm voluma® xc. The patient experienced ¿sever swelling all over the midface, eyes; everything swelled¿ four months later. It was reported that the injector ¿thinks it is the juvéderm voluma® xc¿ but no confirmation was made. The patient was treated with hyaluronidase the next month. The patient¿s face was ¿still swollen and disfigured.¿ the next month, the patient was treated with trimycin 4 mg. The next month, the patient was given prednisone, vit d3 5000 units/day and was prescribed advil. The patient reported experiencing a ¿fever¿ and difficulty opening the next day. The patient stopped prednisone 2 days later and had ¿vision problems,¿ also reporting that the cheeks are ¿hot and hard.¿ symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00492 (allergan complaint # (B)(4)) juvéderm voluma® xc may, and MDR ID# 3005113652-2019-00519 (allergan complaint # (B)(4)) juvéderm vollure¿ xc. This is the first MDR submitted for the second suspect product, juvéderm voluma® xc aug.